Manufacturer narrative:
Good faith effort attempts were made to retrieve additional details regarding the patient details and the device status, but further information was unable to be obtained.

Event description:
It was reported that device fracture occurred requiring additional intervention. An accustick ii was selected for use. During the procedure, the device came apart while inside the patient. A balloon was placed past the broken accustick to retrieve, however the balloon popped. A second balloon was used and was able to pull it back over the wire that was in place. The device was removed in 2 (two) pieces and procedure was completed using an alternate device. There were no patient complications as a result of this event.